Event description:
A user facility reported a leakage occurred from the venting port during priming. There was no patient involvement. The complaint sample was discarded onsite and unavailable for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.